Event description:
The manufacturer¿s representative (rep) reported the implantable neurostimulator (ins) was overdischarged so they met with the consumer on (B)(6) 2017 to perform a physician mode recharge (pmr). The power on reset (por) wasn't cleared at that time, so the consumer went home to recharge. According to the consumer they charged to ¾ full when they went home, but on (B)(6) it was empty again. As of (B)(6) the consumer was able to charge normally (no other pmr was needed), and the rep. Was going to clear the por after charging. It was reviewed with the rep. It was normal for a battery in overdischarge to discharge quickly until the battery was charged to full 3-4 times. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.